Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be operator error, user related (eg: incorrect catheter size used, insufficient lubricant applied). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurse in the online survey stated that the foley catheter balloon was not successfully placed in the patient from use of this product (bard ptfe coated latex foley catheter, 30 ml balloon, standard length, 2-way (12-30 fr. Sizing)) because of "not intended for urine used".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurse in the online survey stated that the foley catheter balloon was not successfully placed in the patient from use of this product (bard ptfe coated latex foley catheter, 30 ml balloon, standard length, 2-way (12-30 fr. Sizing)) because of "not intended for urine used".